Event description:
Info received indicates the head of the bed will not go rise or lower.

Manufacturer narrative:
The technician replaced the rental bed at the account. The bed was not alarming. Possible sticking valve. Repairs have not been completed.